Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the product was blocked and leaking at the connection between the drainage bag and patient connection line assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was ¿intermittent pipe blockage at the interface¿ during the procedure. It was stated that there was no improvement after flushing. The product was replaced and there was no injury to the patient.

Manufacturer narrative:
Both the returned edm device and edm catheter were patent and met requirements for the leakage test. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed in the interior and the exterior of the catheter. The instructions for use that accompany the device caution that ¿care must be taken to ensure that particulate contaminants are not introduced into components during implantation, testing or handling. This could result in improper performance of the system.¿ the inlet to the drainage bag was observed to be bent. All catheters are 100% inspected at the time of manufacture. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.